Event description:
It was reported that the unit had a very wobbly user interface, the problem was discovered during a pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported wobbly user interface was investigated at the hospital by our field service engineer. The investigation revealed a broken user interface holder. The breakage was confirmed from the evaluation of the received photograph. The reported problem was resolved by exchanging the user interface holder. The broken panel holder (user interface holder) implies that the panel unit had been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's unknown to us under which conditions the reported panel holder broke.